Event description:
It was reported that a user attempted to pair two dexcom g7 sensors to the ilet; the first sensor failed and was removed, and the second produced a pairing failed alert on the ilet after the caregiver entered a sensor code and toggled the pump setting from g6 to g7 before attempting to pair again. Symptoms included no glucose data available due to sensor failure and unsuccessful pairing. Outcomes included interruption of continuous glucose monitoring and reliance on alternative monitoring until a successful sensor pairing could be achieved. Investigation included user-guided troubleshooting and education to toggle sensor type on the pump and reattempt pairing with the provided code. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 and a reported g7 sensor failure; uncertainty regarding the entered sensor code was noted, and no additional device malfunctions were identified with the pump. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error or incompatible/incorrect sensor code entry leading to unsuccessful communication between the sensor and the ilet.